Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the minicap transfer set disconnected from the titanium adapter while the home patient (hp) was trying to connect to the peritoneal dialysis device for therapy. The minicap transfer set was replaced. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.